Manufacturer narrative:
Correction: d4: lot #. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 3143605. D.4. Medical device expiration date: 31-may -2028. H.4. Device manufacture date: 23-may-2023. D.4. Medical device lot #: 3130670. D.4. Medical device expiration date: 31-may -2028. H.4. Device manufacture date: 10-may-2023.

Event description:
It was reported the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was stuck and could not be removed. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about npe of the needle remained in the pen. According to the customer report the npe of the needle was left in the pen after the insulin injection was applied. The returned product is a pen.

Event description:
It was reported the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was stuck and could not be removed. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about npe of the needle remained in the pen. According to the customer report the npe of the needle was left in the pen after the insulin injection was applied. The returned product is a pen.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot numbers 3143605 and 3130670. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was stuck and could not be removed. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about npe of the needle remained in the pen. According to the customer report the npe of the needle was left in the pen after the insulin injection was applied. The returned product is a pen.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.